Event description:
It was reported the pt has lost a significant amount of weight and is now experiencing discomfort at his scs ipg pocket site. Follow-up identified there has been no further contact with the pt. Subsequently, it was advised the issue must have resolved on its own.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.